Event description:
A pt reported experiencing inaccurate erratic results. The pt's blood glucose results were 395 mg/dl, 286 mg/dl. Tests were done within <10 minutes with a difference of 28%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "control test 146; 112-151".